Manufacturer narrative:
Boston scientific has made three attempts to obtain additional information on the product return, however; no response was received. If this product is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals. Subsequently, the lead was explanted and replaced. This lead is anticipated to be returned.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals. Subsequently, the lead was explanted and replaced. This lead is anticipated to be returned.